Manufacturer narrative:
Initial.

Event description:
It was reported that while charging the ilet, the battery charger and cord overheated, partially melted at the plug interface, and emitted a burning odor; the user requested replacement chargers and recorded a blood glucose of 307 mg/dl with subsequent readings trending down but rising again after food intake. Symptoms included malaise associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a material integrity problem associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.